Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery-enhanced delivery system was implanted transgastrically to the pancreas to treat a pancreatic pseudocyst during an endoscopic ultrasound (eus)-guided cystogastrostomy procedure performed on (B)(6) 2026. During the procedure, the stent was deployed and confirmed to be in the intended anatomical position. Initial drainage through the stent was described as purulent. This was followed by a sudden large volume of blood exiting through the stent and from the patient's mouth and nose. The trauma team was called, and the patient was transferred to the intensive care unit. The patient required a blood transfusion and was referred for surgical consultation and monitoring. The bleeding resolved after the collection was fully drained. No vessels were identified on doppler evaluation. The physician reported that the fluid collection may have represented a hematoma or hemorrhagic pseudocyst. No additional procedures or follow-up imaging were performed. The stent remains implanted, and the physician reported being comfortable leaving the stent in place. The patient required hospitalization beyond the expected standard of care and was reported to be stable and doing well.

Manufacturer narrative:
Block h6: imdrf patient code e0506 captures the reportable event of bleeding. Imdrf impact code f08 captures the reportable event of prolonged hospitalization. Imdrf impact code f0801 captures the reportable event of admission to the intensive care unit. Imdrf impact code f2302 captures the reportable event of blood transfusion. Block h11: investigation results: based on the available information, boston scientific could not confirm the reported events of hemorrhage, major, intensive care, hospitalization or prolonged hospitalization and blood transfusion. The device was not returned for analysis as it remains implanted; therefore, a technical analysis could not be performed. However, hemorrhage, major and blood transfusion are noted within the instructions for use (IFU) as possible adverse events associated with the use of the device. Device history record: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: a labeling review was performed and, from the information available, there is no information that this device was used in a manner inconsistent with the instructions for use (IFU)/ product label. Additionally, hemorrhage, major and blood transfusion are noted within the instructions for use (IFU) as a known possible adverse event related to the use of the device. Risk review: a risk review was completed and confirmed that the reported event of hemorrhage, major, intensive care, hospitalization or prolonged hospitalization and blood transfusion were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.